Event description:
Case was completed successfully with no reported complications. Post-operatively, the patient was admitted to ER (in a hospital where procedure was not performed) with bleeding from the tonsil fossa. It is unknown how many days post-op the bleeding occured, how much bleeding the patient experienced, medical interventions required, or the current status of the patient. Patient information currently unknown.

Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: facility disposed of device. Device is not available for return and analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.